Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder was functional. Connector was not functionally tested. Cylinder had bulging.

Event description:
Add'l info received on 9/16/97 indicates "aneurysmal dialation of cylinder and reservoir looked deformed, no leaks in system."